Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1.3005168196-2020-00485, 2.3005168196-2020-00487.

Event description:
The patient was undergoing a coil embolization procedure in the iliac and femoral artery using pod coils, ruby coils, a lantern delivery microcatheter (lantern), and diagnostic catheter. During the procedure, a pod coil would not advance through the lantern; therefore, the pod coil and lantern were removed. The physician then successfully placed a ruby coil in the target vessel using another lantern. Later in the procedure, the second lantern was removed, and while advancing a ruby coil through the diagnostic catheter, the ruby coil became stuck; therefore, the ruby coil was removed. The procedure was completed using another ruby coil, the second lantern, and the same diagnostic catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked in multiple locations through its length. The stretch resistant wire (sr wire) was fractured and the embolization coil was detached from the pusher assembly within its introducer sheath. Conclusions: evaluation of the returned ruby coil revealed that the pull wire was not in the ddt alignment feature and was distal to the ddt, and the embolization coil was detached from the pusher assembly. If the device is manipulated against resistance, the pusher assembly may elongate beyond the reach of the pull wire and detach the embolization coil. Further evaluation revealed kinks along the length of the pusher assembly. These kinks were likely incidental to the reported complaint. Evaluation of the returned pod8 revealed multiple kinks throughout the pusher assembly and a fractured sr-wire. If the pod8 is forcefully retracted against resistance, damage such as a sr-wire fracture may occur. The kinks in the pusher assembly were likely incidental to the reported complaint and may have occurred while packaging the device for return. Evaluation of the returned lantern revealed kinks in multiple locations along the catheter shaft. The root cause of this damage could not be determined and may have been incidental to the reported complaint. Based on the complaint summary and the returned condition of the devices, the root cause of the reported complaints could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report numbers: 3005168196-2020-00485; 3005168196-2020-00487.